Manufacturer narrative:
(B)(4). Additional information: the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed reported condition of failure (B)(4). The root cause was determined to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional info: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure (B)(4) on channel c during device evaluation. This condition interrupted delivery. There was no patient involvement, patient injury, or medical intervention. This involved a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.